Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. The log file spanned approximately 14 hours ((B)(6) 2021 from 00:04 to 14:32 per the timestamp). Atypical power cable disconnect alarms were not observed in the log file, and might have been overwritten by newer events. No notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was connected to a mock circulatory loop for an extended period of time without reproducing any alarms. Additional information on 27apr2021 stated that batteries were replaced prior to exchanging the controller. Additionally, the power sources were changed, and the battery clips were inspected for damage and cleaned. The issue resolved after exchanging the controller. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 15nov2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was having connect power alarms. The controller was exchanged. Technical services reviewed the submitted log file and noted there were pi events and a few power cable disconnects mainly on battery power. It was recommended that the patient's batteries and clips be cleaned and inspected and replaced if necessary.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. The log file spanned approximately 14 hours (18mar2021 from 00:04 to 14:32 per the timestamp). Atypical power cable disconnect alarms were not observed in the log file, and might have been overwritten by newer events. No notable alarm was observed. The hm2 system controller, serial (B)(6), was not returned for analysis. Additional information stated that batteries were replaced prior to exchanging the controller. Additionally, the power sources were changed, and the battery clips were inspected for damage and cleaned. The issue resolved after exchanging the controller. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 15nov2018. No further information was provided. The manufacturer is closing the file on this event.